Event description:
It was reported the procedure was being performed on a female patient in labor and delivery. When the tray was opened, they found the glass syringe was broken. As a result, a new tray was used for the patient. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.